Manufacturer narrative:
One opened and used sensor was inspected and a continuity resistance test performed. The sensor passed per specifications. A bicarbonate buffer test was performed and the sensor failed due to high readings.

Event description:
The customer reported via phone call that they had sensor issues. The customer also reported intermittent calibration error alerts and bad sensor alerts. The customer also reported inaccurate readings with their sensor glucose. Customer stated the readings would be 100 points off. The customer also reported the threshold suspend feature being activated due to the inaccurate readings. Customer's blood glucose was 120 mg/dl. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.